Event description:
The catheter was placed 12/23/97 for chemotherapy, blood products, intravenous antibiotics and total parenteral nutrition/lipids. The line was also bled regularly for laboratory sampling. The line has ruptured on three separate occasions. Twice it was repaired and the third time it was removed under ga in theatre. During the procedure to remove the line it again snapped. A pediatric surgeon was called in to remove the remaining segment. The cuff was dissected away from the chest wall and the line with the cuff intact was removed with forceps from the pt.